Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign objects in air/water channel and air/water tube and corrosion on adhesive near the light guide lens and the objective lens. Based on the results of the investigation, and since the reported malfunction could not be confirmed, a root cause could not be identified. Based on the investigation, for the corrosion on adhesive near light guide lens and objective lens. It is likely that degradation led to component failure and for foreign objects in air/water channel and air/water tube cause could not be established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that gastrointestinal videoscope had no image and image had gridlines on the screen. The issue was identified during a gastroscopic diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient harm.